Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the surg es 1 station displayed a black screen after medication was pulled out. The issue had been occurring intermittently since the morning. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the surg es, 1 station displayed a black screen after medication was pulled out. Station was off despite the power switch being in the on position upon arrival. A field service engineer observed that powering the station off and back on brought it back into the application successfully. Opened diagnostics and were able to open and close all drawers successfully, unable to replicate the power failure. Replaced the 7-drawer bus cable due to potential damage. Drawer 1 had failed, and the customer stated that drawer 2.1 had caused the power shutdown earlier. Both drawers are higher up, indicating a loose component in the power supply that may be shifting upon drawer closure, leading to power failure. The field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.